Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported right side "implant rupture." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: red particles in the shell, broken shell and others and underweight. A microscopic analysis was performed which identified: broken striated on the anterior. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool. The reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "implant rupture." Device has been explanted.